Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter removal difficulties occurred. Vascular access was obtained via the femoral. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending (lad) artery. A 2.75x18mm promus stent was implanted in the target lesion. This 3.00x12mm nc quantum apex balloon catheter was advanced over another manufacturers' guide wire for post-dilation. The nc quantum apex balloon was inflated three times (12atm, 20atm, 24atm). The nc quantum apex and the non-bsc guide wire had become stuck causing the physician to remove the devices together. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).